Manufacturer narrative:
It was previously reported that a trilogy 100 was returned to the manufacturer's service center for evaluation. There was no harm of injury reported. There were no significant errors in the device logs. During device evaluation, the ventilator failed a test step. The device was returned to the technician for additional evaluation. The device was returned to the technician for additional evaluation. The device failed testing for "sd card unlocked inserted", the test failure was confirmed. The test station sd card was replaced due to this failed test. The device will be retested. A final report with updated coding will be submitted after device retest results are received.

Manufacturer narrative:
It was previously reported that a trilogy 100 was returned to the manufacturer's service center for evaluation. There was no harm of injury reported. There were no significant errors in the device logs. During device evaluation, the ventilator failed a test step. The device was returned to the technician for additional evaluation. The device was returned to the technician for additional evaluation. The device failed testing for "sd card unlocked inserted", the test failure was confirmed. The test station sd card was replaced due to this failed test. The device was sent for run-in and re-testing, and the device passed all testing. The device itself had no malfunction or failure, but rather the test station sd card required replaced due to failure. The coding grids have been updated as applicable.

Event description:
A trilogy 100 was returned to the manufacturer's service center for evaluation. There was no harm of injury reported. There were no significant errors in the device logs. During device evaluation, the ventilator failed a test step. The device was returned to the technician for additional evaluation. Additional findings not related to the malfunction/issue: the power cord clamp was missing and required replacement. Rubber feet were missing and required replacement.